Event description:
The sterile or towels from premierpro are having an issue with extra lint that is transferring to wires when wet. Lots of lint coming off towels.

Event description:
The sterile operation room towels from premierpro are having an issue with extra lint that is transferring to wires when wet. Lots of lint coming off towels.